Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's touchscreen was not responding. There was no harm or injury reported. The customer was instructed to recycle the power to correct the issue.

Manufacturer narrative:
The manufacturer had previously reported a device's touchscreen was not responding and the customer was instructed to recycle the power to address the issue. The country of occurrence was not entered in the original submission. The country of occurrence was the united states.